Event description:
(B)(4): needle issue, (B)(4): product quality issue from (B)(6). The vaccine liquid came out of the hub of the flu shot while administrating the vaccine. Unclear if writer thinks its due to needle or actual flu vaccine but since we have had so many other reports of needle, will submit as needle. A lot number of da7p5 was provided but unclear if that is for the needle or the vaccine.